Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Event description:
Surgeon was performing a c4-c7 anterior cervical discectomy and fusion. He had completed the procedure and was in the process of removing the distraction pins. When he attempted to remove the distraction pin at c6, the distal part of the pin broke off in the c6 vertebral body. The fragment appeared to be recessed in the bone about 5mm. He decided to not retrieve the broken part of the pin. In his opinion, it would do more harm to try and remove the fragment than to leave it in place. He also commented that the patient had very hard bone. No medication intervention was required and the surgery was successfully completed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that the bone thread is missing, only a small section near the shoulder of the distractor pin is left. Because of the product return condition, only the minor diameter of the bone thread was measured, other relevant features cannot be verified; therefore, this complaint is indeterminate. Product development evaluation was conducted. The report indicates that u44-640-14 is a distractor pin used in conjunction with adjustable cervical distractors included in the anterior cervical instrument set. Two distractor pins are inserted into adjacent vertebral bodies. A screwdriver for pins can be used if necessary and then an adjustable cervical distractor (left or right) is installed over the pins. The part u44-640-14 from lot 7041335 with reported condition of broke off was confirmed. The screw tip broke off and remaining threads exhibited a clean breakage suggesting that excessive torque force was applied which may be needed in the event of high density bone structure that is consistent with the additional information reported of patience with hard bone. The drawing call out the appropriated dimensions, material and finishing processes for a successful distractor pin. The material specified is an implant grade (stain steel 316l **r16 and alternate **r18) and was found to be adequate for the device¿s intended use. Based on the received part condition that suggested that excessive torque force (potentially applied during use) contributed to break off the screw tip, the disposition of this complaint from a design perspective is indeterminate. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.